Event description:
A malfunction code was reported, with the specific code being malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer received assistance in resetting the pump from technical support, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump.